Manufacturer narrative:
Multiple attempts have been made to try to get the repair information but no response received from the customer. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed.

Manufacturer narrative:
Updated.

Event description:
The manufacturer's field service engineer (fse) reported that during servicing, the backup battery is dead. The customer reported there was no patient involvement. The device was not being used for treatment when the reported event occurred.

Manufacturer narrative:
Phone number not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The manufacturer's field service engineer (fse) reported that during servicing, the backup battery is dead. The customer reported there was no patient involvement.